Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial oversensing. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information indicates that the patient condition was stable.